Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 and g2. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the presumed cause for the fallen off resin part of the image guide corrugated was not identified. Therefore, a definitive root cause of the reported issue could not be determined. The following is included in the instructions for use (IFU) for olympus enf-v3, and olympus enf-vh: do not pull the universal cord and video cable. The light guide connector will be pulled out from the socket of the light source equipment and the endoscopic image will disappear. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope had the plastic portion of the image guide snake pipe had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned and the evaluation found that the plastic portion of the image guide snake pipe had fallen off. There was also an insufficient bend angle, the insertion coating was peeling, there were flaws in the insertion, the universal cord was crushed and scratched, the video cable was scratched, the curved rubber adhesive was chipped, the video connector was scratched, the light guide connector and video connector case had scratches. The control unit, switch box, control unit cover, grip, up down angulation plate, angulation lever, up down angle fixing lever and universal cord oredome all had scratches. The insertion part was not watertight, there was corrosion on the actuator, leakage of grip fluid and leakage of the up down angulation plate fluid, the light guide bundle leaked and the universal cord leaked. Should additional relevant information become available, a supplemental report will be submitted.